Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctors expressed concerns about battery longevity on certain cardiac resynchronization therapy defibrillator (crt-d) models given their experience with replacement of another crt-d model after usage of 3.5 years. No patient was involved in this event.